Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain pelvic pain-right side"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("auto immune disorder") in a 36-year-old female patient who had essure (batch no. B40016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's concurrent conditions included obesity. Concomitant products included oxycodone from 2015 to 2016 and tizanidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), heart rate increased ("fast heart rate/ rapid heart rate"), intervertebral disc degeneration ("degenerative disc disease") and endometriosis ("endometriosis"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding ( menorrhagia)"), insomnia ("psychological or psychiatric problems (anxiety, insomnia)"), nausea ("nausea"), vision blurred ("blurry vision"), eating disorder ("gastrointestinal or digestive system condition: leating issues,"), constipation ("severe constipation"), gastric disorder ("stomach problems") and mood altered ("moodiness / hormonal changes (moody)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), visual impairment ("problems with her vision"), back pain ("back pain"), arthralgia ("joint pain"), neuralgia ("nerve pain"), post-traumatic stress disorder ("post-traumatic stress disorder") with anxiety, headache ("headaches"), swelling ("allergic or hypersensitivity reaction( pain swelling)"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), weight increased ("weight gain"), alopecia ("hair loss") and pain in extremity ("feet and hands, elbows, hips "). The patient was treated with surgery (on (B)(6) 2016, hysterectomy, salpingectomy, and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, dental caries, visual impairment, neuralgia, post-traumatic stress disorder, intervertebral disc degeneration, endometriosis, swelling, insomnia, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred, weight increased, eating disorder, constipation, alopecia, gastric disorder, mood altered and pain in extremity outcome was unknown, the back pain, arthralgia, vaginal haemorrhage and menorrhagia was resolving and the heart rate increased and headache had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, constipation, dental caries, dysmenorrhoea, dyspareunia, eating disorder, endometriosis, fatigue, gastric disorder, genital haemorrhage, headache, heart rate increased, insomnia, intervertebral disc degeneration, menorrhagia, mood altered, nausea, neuralgia, pain in extremity, pelvic pain, post-traumatic stress disorder, swelling, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a hysterectomy, salpingectomy, and oophorectomy to remove her uterus, cervix, fallopian tubes and left ovary. Plaintiff retain the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Reporter information added. Patient¿s demographics were added. Lot number were added. Concomitant drug, concomitant condition were added. Added event moody, abnormal bleeding (vaginal), abnormal bleeding( menorrhagia) , pain swelling, insomnia, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), blurry, spots occasionally, fatigue, weight gain, eating issues, severe constipation, hair loss. Stomach problem, she did not undergo essure confirmation test, feet and hands, elbow ,hip pain. Updated onset date, outcome(abnormal bleeding, back pain, joint pain).essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain pelvic pain-right side'), genital haemorrhage ('heavy bleeding') and autoimmune disorder ('auto immune disorder') in a 36-year-old female patient who had essure (batch no. B40016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included endometriosis and multiple cesarean sections (3). Concurrent conditions included overweight (bmi 27.8), kidney stones, vitamin b12 deficiency, anemia, drug hypersensitivity, diarrhea, rectal pain, myalgia, smoker and constipation. Concomitant products included tizanidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), intervertebral disc degeneration ("degenerative disc disease") and endometriosis ("endometriosis") and was found to have heart rate increased ("fast heart rate/ rapid heart rate"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding ( menorrhagia)"), insomnia ("psychological or psychiatric problems (anxiety, insomnia)"), nausea ("nausea"), vision blurred ("blurry vision"), eating disorder ("gastrointestinal or digestive system condition:eating issues"), constipation ("severe constipation"), gastric disorder ("stomach problems") and mood altered ("moodiness / hormonal changes (moody)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), visual impairment ("problems with her vision"), back pain ("back pain"), arthralgia ("joint pain/elbows and hips"), neuralgia ("nerve pain"), post-traumatic stress disorder ("post-traumatic stress disorder") with anxiety, headache ("headaches"), allergic oedema ("allergic or hypersensitivity reaction( pain swelling)"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), alopecia ("hair loss"), pain in extremity ("feet and hands") and procedural pain ("in hospital one night she had a rough recovery because she did not react to pain meds like most people do") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, oxycodone and surgery (on (B)(6) 2016, hysterectomy, salpingectomy, and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, dental caries, visual impairment, neuralgia, post-traumatic stress disorder, intervertebral disc degeneration, endometriosis, allergic oedema, insomnia, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred, weight increased, eating disorder, constipation, alopecia, gastric disorder, mood altered, pain in extremity and procedural pain outcome was unknown, the back pain, arthralgia, vaginal haemorrhage and menorrhagia was resolving and the heart rate increased and headache had not resolved. The reporter considered abdominal pain, allergic oedema, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, constipation, dental caries, dysmenorrhoea, dyspareunia, eating disorder, endometriosis, fatigue, gastric disorder, genital haemorrhage, headache, heart rate increased, insomnia, intervertebral disc degeneration, menorrhagia, mood altered, nausea, neuralgia, pain in extremity, pelvic pain, post-traumatic stress disorder, procedural pain, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a hysterectomy, salpingectomy, and oophorectomy to remove her uterus, cervix, fallopian tubes and left ovary. In hospital one night she had a rough recovery because she does not react to pain meds like most people do. Her husband stood by her. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-jul-2019: it was detected that this record is a duplicate to case# (B)(4) from which all information was transferred to this case ((B)(4)), then duplicate record# (B)(4) will be deleted. Patient confirmed she has one ovary retained. In hospital (serious criterion for pelvic pain changed to hospitalization from medically significant) one night she had a rough recovery because she did not react to pain meds like most people do (event postoperative pain was added). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) and within the following few months, she began experiencing pelvic pain, heavy bleeding and auto-immune disorder. Almost 3 years later, she underwent a hysterectomy, bilateral salpingectomy and left oophorectomy. Pelvic pain and genital bleeding are anticipated while auto-immune disorder is not anticipated in the reference safety information for essure. Considering that essure may cause pelvic pain and genital bleeding ant that in this case there are no alternative explanations for these events, a causal relationship between these events and essure cannot be excluded. In contrast, considering the pathophysiology of autoimmune diseases and the fact the essure insert has mainly a localized action, a causal relationship between autoimmune disorders and essure inserts is excluded. This case is regarded as incident since device removal was required (implied). A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain pelvic pain-right side') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure (batch no. B40016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included endometriosis and multiple cesarean sections (3). Concurrent conditions included overweight (bmi 27.8), kidney stones, vitamin b12 deficiency, anemia, drug hypersensitivity, diarrhea, rectal pain, myalgia, smoker and constipation. Concomitant products included tizanidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced autoimmune disorder ("auto immune disorder"), intervertebral disc degeneration ("degenerative disc disease") and endometriosis ("endometriosis") and was found to have heart rate increased ("fast heart rate/ rapid heart rate"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding ( menorrhagia)"), insomnia ("psychological or psychiatric problems (anxiety, insomnia)"), nausea ("nausea"), vision blurred ("blurry vision"), eating disorder ("gastrointestinal or digestive system condition:eating issues"), constipation ("severe constipation"), gastric disorder ("stomach problems") and mood altered ("moodiness / hormonal changes (moody)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), visual impairment ("problems with her vision"), back pain ("back pain"), arthralgia ("joint pain/elbows and hips"), neuralgia ("nerve pain"), post-traumatic stress disorder ("post-traumatic stress disorder") with anxiety, headache ("headaches"), allergic oedema ("allergic or hypersensitivity reaction( pain swelling)"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), alopecia ("hair loss"), pain in extremity ("feet and hands") and procedural pain ("in hospital one night she had a rough recovery because she did not react to pain meds like most people do") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, oxycodone and surgery (on (B)(6) 2016, hysterectomy, salpingectomy, and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia, vaginal haemorrhage and menorrhagia was resolving, the genital haemorrhage, autoimmune disorder, abdominal pain, dental caries, visual impairment, neuralgia, post-traumatic stress disorder, intervertebral disc degeneration, endometriosis, allergic oedema, insomnia, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred, weight increased, eating disorder, constipation, alopecia, gastric disorder, mood altered, pain in extremity and procedural pain outcome was unknown and the heart rate increased and headache had not resolved. The reporter considered abdominal pain, allergic oedema, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, constipation, dental caries, dysmenorrhoea, dyspareunia, eating disorder, endometriosis, fatigue, gastric disorder, genital haemorrhage, headache, heart rate increased, insomnia, intervertebral disc degeneration, menorrhagia, mood altered, nausea, neuralgia, pain in extremity, pelvic pain, post-traumatic stress disorder, procedural pain, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a hysterectomy, salpingectomy, and oophorectomy to remove her uterus, cervix, fallopian tubes and left ovary. In hospital one night she had a rough recovery because she does not react to pain meds like most people do. Her husband stood by her. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received- outcome of the event pelvic pain updated from unknown to recovering. Reporter information was added. Seriousness criteria removed for event autoimmune disorder. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain pelvic pain-right side') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure (batch no. B40016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included endometriosis and multiple cesarean sections (3). Concurrent conditions included overweight (bmi 27.8), kidney stones, vitamin b12 deficiency, anemia, drug hypersensitivity, diarrhea, rectal pain, myalgia, smoker and constipation. Concomitant products included tizanidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced autoimmune disorder ("auto immune disorder"), intervertebral disc degeneration ("degenerative disc disease") and endometriosis ("endometriosis") and was found to have heart rate increased ("fast heart rate/ rapid heart rate"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding ( menorrhagia)"), insomnia ("psychological or psychiatric problems (anxiety, insomnia)"), nausea ("nausea"), vision blurred ("blurry vision"), eating disorder ("gastrointestinal or digestive system condition:eating issues"), constipation ("severe constipation"), gastric disorder ("stomach problems") and mood altered ("moodiness / hormonal changes (moody)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), visual impairment ("problems with her vision"), back pain ("back pain"), arthralgia ("joint pain/elbows and hips"), neuralgia ("nerve pain"), post-traumatic stress disorder ("post-traumatic stress disorder") with anxiety, headache ("headaches"), allergic oedema ("allergic or hypersensitivity reaction( pain swelling)"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), alopecia ("hair loss"), pain in extremity ("feet and hands") and procedural pain ("in hospital one night she had a rough recovery because she did not react to pain meds like most people do") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, oxycodone and surgery (on (B)(6) 2016, hysterectomy, salpingectomy, and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia, vaginal haemorrhage and menorrhagia was resolving, the genital haemorrhage, autoimmune disorder, abdominal pain, dental caries, visual impairment, neuralgia, post-traumatic stress disorder, intervertebral disc degeneration, endometriosis, allergic oedema, insomnia, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred, weight increased, eating disorder, constipation, alopecia, gastric disorder, mood altered, pain in extremity and procedural pain outcome was unknown and the heart rate increased and headache had not resolved. The reporter considered abdominal pain, allergic oedema, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, constipation, dental caries, dysmenorrhoea, dyspareunia, eating disorder, endometriosis, fatigue, gastric disorder, genital haemorrhage, headache, heart rate increased, insomnia, intervertebral disc degeneration, menorrhagia, mood altered, nausea, neuralgia, pain in extremity, pelvic pain, post-traumatic stress disorder, procedural pain, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a hysterectomy, salpingectomy, and oophorectomy to remove her uterus, cervix, fallopian tubes and left ovary. In hospital one night she had a rough recovery because she does not react to pain meds like most people do. Her husband stood by her. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received- outcome of the event pelvic pain updated from unknown to recovering. Reporter information was added. Seriousness criteria removed for event autoimmune disorder. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain pelvic pain-right side') in a 36-year-old female patient who had essure (batch no. B40016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included endometriosis and multiple cesarean sections (3). Patient's current weight was125 lbs. Concurrent conditions included overweight (bmi 27.8), kidney stones, vitamin b12 deficiency, anemia, drug hypersensitivity, diarrhea, rectal pain, myalgia, smoker and constipation. Concomitant products included tizanidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced autoimmune disorder ("auto immune disorder"), intervertebral disc degeneration ("degenerative disc disease") and endometriosis ("endometriosis") and was found to have heart rate increased ("fast heart rate/ rapid heart rate"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding ( menorrhagia)"), insomnia ("psychological or psychiatric problems (anxiety, insomnia)"), nausea ("nausea"), vision blurred ("blurry vision"), eating disorder ("gastrointestinal or digestive system condition:eating issues"), constipation ("severe constipation"), gastric disorder ("stomach problems") and mood altered ("moodiness / hormonal changes (moody)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), visual impairment ("problems with her vision"), back pain ("back pain"), arthralgia ("joint pain/elbows and hips"), neuralgia ("nerve pain"), post-traumatic stress disorder ("post-traumatic stress disorder") with anxiety, headache ("headaches"), allergic oedema ("allergic or hypersensitivity reaction( pain swelling)"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), alopecia ("hair loss"), pain in extremity ("feet and hands") and procedural pain ("in hospital one night she had a rough recovery because she did not react to pain meds like most people do") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, oxycodone and surgery (on (B)(6) 2016, hysterectomy, salpingectomy, and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia, vaginal haemorrhage and menorrhagia was resolving, the genital haemorrhage, autoimmune disorder, abdominal pain, dental caries, visual impairment, neuralgia, post-traumatic stress disorder, intervertebral disc degeneration, endometriosis, allergic oedema, insomnia, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred, weight increased, eating disorder, constipation, alopecia, gastric disorder, mood altered, pain in extremity and procedural pain outcome was unknown and the heart rate increased and headache had not resolved. The reporter considered abdominal pain, allergic oedema, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, constipation, dental caries, dysmenorrhoea, dyspareunia, eating disorder, endometriosis, fatigue, gastric disorder, genital haemorrhage, headache, heart rate increased, insomnia, intervertebral disc degeneration, menorrhagia, mood altered, nausea, neuralgia, pain in extremity, pelvic pain, post-traumatic stress disorder, procedural pain, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a hysterectomy, salpingectomy, and oophorectomy to remove her uterus, cervix, fallopian tubes and left ovary. In hospital one night she had a rough recovery because she does not react to pain meds like most people do. Her husband stood by her. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Lot number: b40016 manufacturing date: (B)(6) 2013 expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain pelvic pain-right side') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure (batch no. B40016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included endometriosis and multiple cesarean sections (3). Concurrent conditions included overweight (bmi 27.8), kidney stones, vitamin b12 deficiency, anemia, drug hypersensitivity, diarrhea, rectal pain, myalgia, smoker and constipation. Concomitant products included tizanidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced autoimmune disorder ("auto immune disorder"), intervertebral disc degeneration ("degenerative disc disease") and endometriosis ("endometriosis") and was found to have heart rate increased ("fast heart rate/ rapid heart rate"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding ( menorrhagia)"), insomnia ("psychological or psychiatric problems (anxiety, insomnia)"), nausea ("nausea"), vision blurred ("blurry vision"), eating disorder ("gastrointestinal or digestive system condition:eating issues"), constipation ("severe constipation"), gastric disorder ("stomach problems") and mood altered ("moodiness / hormonal changes (moody)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), visual impairment ("problems with her vision"), back pain ("back pain"), arthralgia ("joint pain/elbows and hips"), neuralgia ("nerve pain"), post-traumatic stress disorder ("post-traumatic stress disorder") with anxiety, headache ("headaches"), allergic oedema ("allergic or hypersensitivity reaction( pain swelling)"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), alopecia ("hair loss"), pain in extremity ("feet and hands") and procedural pain ("in hospital one night she had a rough recovery because she did not react to pain meds like most people do") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, oxycodone and surgery (on (B)(6) 2016, hysterectomy, salpingectomy, and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia, vaginal haemorrhage and menorrhagia was resolving, the genital haemorrhage, autoimmune disorder, abdominal pain, dental caries, visual impairment, neuralgia, post-traumatic stress disorder, intervertebral disc degeneration, endometriosis, allergic oedema, insomnia, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred, weight increased, eating disorder, constipation, alopecia, gastric disorder, mood altered, pain in extremity and procedural pain outcome was unknown and the heart rate increased and headache had not resolved. The reporter considered abdominal pain, allergic oedema, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, constipation, dental caries, dysmenorrhoea, dyspareunia, eating disorder, endometriosis, fatigue, gastric disorder, genital haemorrhage, headache, heart rate increased, insomnia, intervertebral disc degeneration, menorrhagia, mood altered, nausea, neuralgia, pain in extremity, pelvic pain, post-traumatic stress disorder, procedural pain, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a hysterectomy, salpingectomy, and oophorectomy to remove her uterus, cervix, fallopian tubes and left ovary. In hospital one night she had a rough recovery because she does not react to pain meds like most people do. Her husband stood by her. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received- outcome of the event pelvic pain updated from unknown to recovering. Reporter information was added. Seriousness criteria removed for event autoimmune disorder. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent birth control. Within the next few months, she began experiencing abnormal pain and pelvic pain, heavy bleeding, tooth decay, problems with her vision, back pain, joint pain, nerve pain, post-traumatic stress disorder and anxiety. In (B)(6) 2014, she began experiencing a fast heart rate, auto-immune disorder, degenerative disc disease, and endometriosis. On (B)(6) 2016, she underwent a hysterectomy, salpingectomy, and oophorectomy to remove her uterus, cervix, fallopian tubes and left ovary. Since the removal surgery, most of her symptoms have resolved, but she still experiences joint pain, headaches, and a rapid heart rate. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) and within the following few months, she began experiencing pelvic pain, heavy bleeding and auto-immune disorder. Almost 3 years later, she underwent a hysterectomy, bilateral salpingectomy and left oophorectomy. Pelvic pain and genital bleeding are anticipated while auto-immune disorder is not anticipated in the reference safety information for essure. Considering that essure may cause pelvic pain and genital bleeding ant that in this case there are no alternative explanations for these events, a causal relationship between these events and essure cannot be excluded. In contrast, considering the pathophysiology of autoimmune diseases and the fact the essure insert has mainly a localized action, a causal relationship between autoimmune disorders and essure inserts is excluded. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain pelvic pain-right side"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("auto immune disorder") in a 36-year-old female patient who had essure (batch no: b40016) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's concurrent conditions included overweight. Concomitant products included oxycodone from 2015 to 2016 and tizanidine. On (B)(6) 2013, the patient had essure inserted. In march 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), heart rate increased ("fast heart rate/ rapid heart rate"), intervertebral disc degeneration ("degenerative disc disease") and endometriosis ("endometriosis"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding ( menorrhagia)"), insomnia ("psychological or psychiatric problems (anxiety, insomnia)"), nausea ("nausea"), vision blurred ("blurry vision"), eating disorder ("gastrointestinal or digestive system condition:leating issues,"), constipation ("severe constipation"), gastric disorder ("stomach problems") and mood altered ("moodiness / hormonal changes (moody)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), visual impairment ("problems with her vision"), back pain ("back pain"), arthralgia ("joint pain/elbows and hips"), neuralgia ("nerve pain"), post-traumatic stress disorder ("post-traumatic stress disorder") with anxiety, headache ("headaches"), allergic oedema ("allergic or hypersensitivity reaction( pain swelling)"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), weight increased ("weight gain"), alopecia ("hair loss") and pain in extremity ("feet and hands"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy, salpingectomy, and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, dental caries, visual impairment, neuralgia, post-traumatic stress disorder, intervertebral disc degeneration, endometriosis, allergic oedema, insomnia, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred, weight increased, eating disorder, constipation, alopecia, gastric disorder, mood altered and pain in extremity outcome was unknown, the back pain, arthralgia, vaginal haemorrhage and menorrhagia was resolving and the heart rate increased and headache had not resolved. The reporter considered abdominal pain, allergic oedema, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, constipation, dental caries, dysmenorrhoea, dyspareunia, eating disorder, endometriosis, fatigue, gastric disorder, genital haemorrhage, headache, heart rate increased, insomnia, intervertebral disc degeneration, menorrhagia, mood altered, nausea, neuralgia, pain in extremity, pelvic pain, post-traumatic stress disorder, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: on 29-jul-2016, she underwent a hysterectomy, salpingectomy, and oophorectomy to remove her uterus, cervix, fallopian tubes and left ovary. Plaintiff retain the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.